Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with manual injection and insulin pump was not working. Customer¿s current blood glucose was 451mg/dl and customer had symptoms like nausea, vomiting, dizziness, fumbling, confusion. Customer alleged for possible under delivery on insulin pump. Customer stated that drive support cap was normal and insulin exited at quick release. Insulin pump will not be returned for analysis.